Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that while the sagittal saw attachment device was running, a dark liquid came out of the saw head. The device also failed visual inspection and failed pretest for visual inspection, general condition, marking and labeling, and check pins length of handpiece coupling. It was further determined that the attachment device had most likely undergone an unauthorized repair. An assessment was performed and it was determined that the serial number etched on the lock sleeve could not be identified, the etching was a different size than the original etch and was found to be in different positions. It was noted that the original etching was removed before the foreign labeling was added which could be recognized by partially shiny and blurry (location of foreign etching) surface of the lock sleeve. Additionally, the housing showed regular signs of heavy-duty wear and the cylindrical pins had moved out of position, which caused the gauge test to fail. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. . All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported failures were due to an unauthorized repair by a third party. The assignable root cause was determined to be due to failure to follow instructions' (unauthorized repair). The cause of the worn housing and difficult to assemble/disassemble can be traced to component failure due to normal wear. Please note that the original device identification (ID) and manufacturing or service data could not be retrieved due to third party repair. UDI: (B)(4).